Event description:
It was reported that on (B)(6) 2012 patient underwent a fusion surgery to treat disc herniation at l5-s1 using rhbmp-2/acs. On the x-ray control (48h post-op), the implant has moved a bit. On (B)(6) 2012 the patient presented with abnormal vomiting and headache, lab testing was normal. The patient was hospitalized again for sciatic pain. The pain is on the opposite side to the implant. CT scan on (B)(6) 2012 was normal. Patient was hospitalized from (B)(6) 2012. Patient presented for an unscheduled doctor visit on (B)(6) 2012; medications administered (anti inflammatories, valium, antalgic).

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7510600, product code (B)(4) was cleared in the united states. (B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 7510600, PMA # p000058 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.